Manufacturer narrative:
The c702 module serial number was (B)(6). On (B)(6) 2025 the field service engineer (fse) found the tubes of the rinse station were worn and replaced the tube rinse assembly. The customer has had no further issues. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for creatinine plus ver.2 (crep2) on a cobas 8000 c 702 module. The initial result was 0.20 mg/dl. The physician questioned this result due to the patient¿s chronic renal insufficiency. The sample was repeated with results of 8.91 mg/dl and 9.11 mg/dl. The sample was repeated on the same c702 module with results of 9.54 mg/dl with a data flag and 9.48 mg/dl with a data flag. The sample was repeated on a different c702 module with results of 9.04 mg/dl with a data flag and 9.13 mg/dl with a data flag. The repeat results were believed to be correct.

Manufacturer narrative:
Section d, device identification was updated. Relevant fields of sections d and g were updated. The crep2 reagent lot number was 84198201 with an expiration date of 31-aug-2025. The investigation determined that the issue found by the fse (worn rinse station tubes) was the root cause of the event.